Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Attempted to scan the sensor with evm (evaluation module) however, sensor did not scan. Evm was reset and scanned the sensor again; sensor did not scan. Unable to extract data due to sensor not scanning evm. The returned sensor was further investigated and de-cased. Performed a visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned sensor was de-ceased and the battery was measured; however it was not within specification range. Batteries were unsoldered from the pcba. Sensor was placed into libre 3 power on fixture. And attempted to scan sensor with evm; sensor scan was not successful. An extended investigation was also performed. Visual inspection has been performed on the returned de-cased puck and did not observe any evidence of misuse. No contamination, damage, or solder issues were observed on the returned pcba (printed circuit board assembly). The returned battery voltage was measured and the results were not within specification. The battery was replaced with a source meter. Off-current and on-current tests were performed on the returned board and all results were within specification. Passing results for the returned unit and was able to be scanned, indicates that the returned unit was fully functional and that it was not draining excess current that would deplete the battery faster than intended. It was determined that the battery was drained from typical use and the drained battery was the cause for the scanning issue. No issues or product malfunctions were observed during the investigation; therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer had a convulsion, fainted, and lost consciousness. The customer was unable to self-treat and was provided with coca cola by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer had a convulsion, fainted, and lost consciousness. The customer was unable to self-treat and was provided with coca cola by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.